Event description:
Event description cpi received information that this patient with a bipolar lead was experiencing high threshold and impedance measurements. An invasive procedure was performed because of oversening and suspected lead fracture.